Event description:
It was reported that patient presented in clinic for follow up after experiencing chest pain. The device voltage was lowered at the time. Two days later the patient presented in clinic as the chest pain had increased; magnetic resonance imaging was performed. The MRI revealed the right ventricular lead had perforated the patient. The lead was explanted and replaced. The patient was stable prior, during and post operation.